Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: 3 photos were provided for evaluation. One photo shows what appears to be embedded foreign matter (fm) in the barrel wall, the second photo shows the packaging of a syringe, and the third photo shows fm on the tip of the syringe, which appears to be embedded too. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. This is a cosmetic defect that does not impact the function of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip contained foreign matter. No serious injury or medical intervention was reported.